Manufacturer narrative:
The manufacturing location for this product is high tech laboratories (htl). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that needle retraction on a bd microtainer® contact-activated lancet failed and the contaminated lancet pierced the staff member¿s finger. There was no report of medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a non-retracting needle with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed relating to the needle not retracting, as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for the needle not retracting with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.